Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00212 and 2134265-2015-03968. (B)(4) clinical study. It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2012, two 2.50 mm ion paclitaxel-eluting platinum chromium coronary stent was implanted in the distal right coronary artery (rca). In (B)(6) 2012, the patient presented due to unstable angina which was diagnosed as mi. Subsequently, coronary angiography and the index procedure were performed. The target lesion was an in-stent restenotic, long lesion located from proximal to mid rca with 100% stenosis and was 16 mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre dilatation and placement of a 3.00 x 38.00mm promus element plus stent. Following post dilatation, residual stenosis was 0%. In addition, stent thrombosis visualized at the overlapping site of previously placed two 2.50mm ion stents located in distal rca implanted in (B)(6) 2012 was treated using 2.5 x 20.00 mm apex balloon, resulting to timi 3 flow. Two days post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to chest pain which was diagnosed as acute inferior st-elevation mi and was hospitalized. Elevated cardiac enzymes were noted (peak troponin = 0.893 ng/ml; uln = 0.045 ng/ml). Subsequently, coronary angiography was performed and revealed stent thrombosis of the previously placed 3.00 x 38.00mm promus element in mid rca. The physician then treated the event with balloon angioplasty using a 3.00 x 15.00mm emerge balloon catheter, resulting to 0% residual stenosis. Three days post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.